Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: device log files were reviewed for this event. Event description can be split into 2 issues listed below. Issue 1: ¿saw cut out.¿ issue 2: ¿inaccuracy in cuts.¿ investigation summary for issue 1: the investigation confirmed ¿saw cut out.¿ the investigation showed that the logs confirmed blocked tracker pop-up occurred multiple times throughout the procedure. Based on available information the most probable cause of the confirmed allegation can be traced to use error. The user indicated that there was no negative impact to the patient outcome and no patient harm. This issue will be continued to be monitored through complaint trending as part of post market surveillance. Recommendations: please refer to the instructions for use (IFU) version that corresponds to the software version being used. The following recommendations refer to instructions for use (IFU): it is recommended that the user follow the guidance on "bone arrays setup". For the tibia bone array setup: "drill the array drill pins perpendicular to the flat antero-medial tibial surface through the cortex to engage the postero-lateral cortex. Drill through the center of the bone to avoid a purely cortical pin position. Care should be taken to avoid overpenetration of the postero-lateral tibial cortex¿this position should be¿distal enough to avoid conflict with the saw handpiece during tibial resection¿proximal enough to avoid conflict with the pointer visualization during malleoli acquisition. "For the femur bone array setup it is recommended: "the array drill pins are inserted proximal and anterior to the medial epicondyle, angling medially toward the camera at 30 to 50 degrees relative to the sagittal plane." It is recommended that the user follow the guidance on "performing resections" instructions for use (IFU) for additional guidance during resection. For step two (distal femur resection): ¿¿it is essential to maintain direct line of sight between the saw array and the camera¿confirm the visibility of the femur array and the saw array on the screen. The status indicator will turn green when both arrays are visible and when the saw is adjacent to the bone¿ application of force out of the resection plane will cause the robotic-assisted device to immediately stop both the robotic-assisted device adjustment and the saw¿ should this occur, to restart the resection, and before restarting the saw, release pressure on the saw handpiece, validate the error pop-up on the screen, and keep the blue foot pedal pressed to reposition the robotic-assisted device back on to the precise resection plane.¿ root cause summary: based on available information the most probable cause of the confirmed allegation can be traced to use error. Investigation summary for issue 2: the investigation confirmed ¿inaccuracy in cuts.¿ upon reviewing the log files, it was found that the cut was off by 0.8 mm. With the available information and the allegation of a cut being inaccurate a single root cause could not be established. It is important to note that 2mm or less accuracy is considered within the expectations for system performance based on data gathered in the validation process, see cadaveric accuracy study report, the measured values of this complaint are within the expectations of system performance. The system is performing as intended and therefore a root cause cannot be determined with a single assignable cause. Please refer to ¿recommendations¿ for guidance on how to ensure the most optimal outcome is achieved. Recommendations: please refer to the instructions for use (IFU) version that corresponds to the software version being used. Excerpts below are taken from instructions for use (IFU). It is recommended that the user follow the guidance on instructions for use (IFU), intraoperative use; pre-operative setup checklist: "the following steps must be confirmed prior to the start of the intraoperative procedure" "holding arm is attached to the bedrail, aligned with the center of the patient¿s hip" it is recommended that the user follow the guidance on instructions for use (IFU) intraoperative use; robotic-assisted device positioning. It is recommended that the user follow the guidance on instructions for use (IFU), intraoperative use; performing resection: related to leg stabilization and cutting technique to reduce the likelihood of blade deflection. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Root cause summary: the investigation found no issues or defects, and the system was operating properly and accurately. Therefore, the most probable cause for the described issue cannot be established as no defect was found. Additionally, it was found that the user is not mounting the robot to the bedrail which can be linked to improper handling by the user.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, the robotic-assisted solution satellite station experienced a cut-out and also produced inaccurate cuts. The issue occurred during bone resection and cutting sequences. It was further reported that the robot was not mounted to the bed. It was reported that troubleshooting steps included measuring manual instrumentation, adjusting the camera, and verifying checkpoint accuracy. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.